Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. Surgical intervention was undertaken on (B)(6) 2018 during which a second lead was implanted for trial assessment. Stimulation was effective for a short period of time after the procedure. Stimulation issues post-trial are addressed in reference MFR. Report: 1627487-2018-06019.